Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was damaged. The patient mentioned that the damage was found, and a programmer was use in trying to fix it. The patient was experiencing body waving when walking and was feeling dizziness. To date, this device remains in service. No adverse patient effects were reported.